Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad trace. No buttons reacting without button press noted. No button error alarms occurred. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer is unable to reset the pump; none of the buttons are working. Customer's blood glucose was 93mg/dl. Customer stated the numbers are ramping on their own. The scroll bar is not moving with no input. Advised customer the insulin pump will need to be replaced. Advised customer to discontinue use of the insulin pump and revert to back up plan.